Event description:
The customer reported the ventilator was displaying a 'no backup battery' message when there was a battery in use. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) verified the reported problem, and reported voltages from the battery and the ventilator were low. The fse observed heat related damage to a power supply pcb board. The fse replaced the power supply to address the reported problem. Applicable final testing was completed per operating specifications.

Event description:
Factory analysis of the returned power supply revealed transistor and integrated circuit failures resulted in the reported problem.